Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: corrected data on d8 & h6 (health effect - impact code). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device did not identify any issues. A functional evaluation of the device did not reveal any malfunction. The failure is associated with a well-known failure mode that has been thoroughly investigated in prior complaints. No new information, trends, or patient impact were identified that would warrant further review. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set up, the dyonics power ii footswitch was plugged in, it was turning on the handpiece without anyone stepping on it. There was a back-up device available, and no delay was reported. There was no patient involvement.